Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon fired the reload, however did not cut all the way through. It left 1-2 cm uncut at the end. The surgeon had to used a scissors to cut the remaining bit. There was no patient injury.